Manufacturer narrative:
The console was field service at the user's facility, upon inspection it was found the antenna was separated and the fiber head was placed at the center of the antenna for the continuous fiber detection. The antenna was loosened and repair. After performing the repair, the console was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that the console did not detect the fiber. In addition, the console displayer error code 73 - case saver mode cannot finish procedure - downgrade case saver mode. Boston scientific has been unable to obtain additional information regarding the patient involvement to date, despite good faith efforts.